Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Images displayed with poor quality. The site did not perform the calibration and the calibration was overdue to 20 days. A run and rad calibration was necessary, after calibration the images and 3d scan quality was restored. Issue resolved. System performed as intended. On (B)(6) 2016 software investigation completed. Findings are that this was a user induced event as it was determined that calibration was not completed on time. Imaging system software was functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system 2d images displayed with poor quality and appeared grey. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system and with the imaging system. There was no delay of therapy. There was no impact on patient outcome.